Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 19 years and 6 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with transcatheter aortic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that the valve was replaced due to high gradients, stenosis and aortic insufficiency. If information is provided in the future, a supplemental report will be issued.